Event description:
It was reported by patient that their implantable cardiac monitor (icm) was having a network issue. It was noted the icm had inappropriately reset. The patient was asymptomatic. The icm was reprogrammed to its nominal settings successfully. The patient was stable throughout the intervention.